Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned for service with allegation of ventilator service required/ oxygen blending module failed. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The country of occurrence was inadvertently omitted from the previous report. Box e is now updated with the country of occurrence.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned for service with allegation of ventilator service required/ oxygen blending module failed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's oxygen blending module was observed. The device oxygen blending module would need to be replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service with allegation of ventilator service required/ oxygen blending module failed. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.